Event description:
It was further reported that the initial paperwork included with the returned product stated "not functioning correctly."

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during incoming inspection at analysis it was noted that the liquid crystal display had intermittent missing segments and was deemed defective. It was further noted that the upper case was broken, the attachment ring and cover were missing and that the device failed its atrial sensitivity check, though at later testing it was determined that the "negative" sensitivity test was not operating as expected, though it was also noted that because this is a very sensitive measurement it may fail while the generator is still functionally normal and that the positive ("normal") sensitivity passed. The device was to be scrapped. (B)(4)

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.